Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that "3 weeks after her implant, she had total knee replacement" and since then she had problems. Patient clarified that in (B)(6) she had the implant and then ¿she turned it off for the surgery¿ and she turned it back on 2 days after the knee replacement. Patient stated her recovery had not gone well and she needed to use a cane because of the weakness in her leg. Patient reported that her leg felt numb and heavy and these were not normal symptoms for a knee replacement. It had been over 4 months and she still had numbness through her leg and weakness to where she still had to use a cane. She was trying to find out if nerve damage occurred due to the interstim". Patient did not give clear answers on event date but it appeared that her legs becoming numb and heavy started the end of 2016, as well as the feeling on the right side of her body. Patient also reported that she had pain at the implant site and this started "the very first part of (B)(6) but it took her awhile to realize it because of the pain she was having but it was hard to pinpoint where the pain was coming from". Patient stated when she had the trial in, "the left side was stimulated but then when she got the implant, the right side of her body was stimulated and the nerve was affected. At about 2 months after the surgery, the nerve stimulation on the right side was so intense, she meant her toes were curling up and she had it on a low setting to where it wasn¿t benefiting her symptoms but she was trying to get it to where it was comfortable ,so she turned it completely off. It had been off for well over a month". Patient indicated the device stopped helping her symptom from the beginning of (B)(6). She started turning it down because of the pain. She was feeling then she started losing relief when she turned it down and then eventually off. There was no fall or trauma could be related to the issue. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.